Event description:
It was reported via company representative that the insulin pump had cracks near the battery compartment and insulin was leaking. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. There was moisture damage found on the lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.